Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). One additional clip was implanted for stabilization. Two clips were implanted, reducing the mr to 1. The procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) and the reported poor image resolution appear to be due to patient morphology/pathology (previous tavi, restricted posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Additional information received indicating that during the procedure there was difficulties with visualizing the clip due to the anatomy. No additional information was provided.